Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/03/2013: distorted display screen.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed multiple call service alarms on (B)(4) 2013. The time and date were accurately set at the start of the investigation. On testing, a rewind, load and prime sequence was performed without alarm. The pump was exercised for 24 hours without alarm. The pump was opened for investigation and revealed moisture corrosion on the motor wiring connector. The display screen was noted to have a distorted appearance. A test display was attached to the pump and illuminated properly and was clearly legible.